Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the reported issue was not confirmed. Fss installed a loaner system for the customer. The loaner system met all amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the system was frozen when bipolar mode was selected (after prime/tune). The customer restarted the system and performed prime/tune but the system was frozen again during tuning process. The customer restarted the system again, which resolved the issue. It was reported that there was no patient involvement, that the starting time of surgery was delayed for fifteen (15) minutes.